Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is unknown but referred to as cook celect filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "pt received a cook celect filter on (B)(6) 2010". Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Additional information: investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, fracture, migration, tilt, vc & organ perf., diff. Retrieve (emb'd), occlusion, pain '. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported pain/discomfort is directly related to the filter. No relevant notes found on work order or device lot. No other complaints on lot. Product is manufactured and inspected according to specifications no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Event description:
Patient allegedly received an implant on (B)(6) 2010 due to acute deep vein thrombosis (dvt). Patient alleges migration, tilt, vena cava perforation, fracture, embedded and ivc filter leg crosses into the infrarenal abdominal aorta. Patient further alleges, "some of the legs of the ivc filter are discontinguous; the ivc filter is migrated and tilted. On e of the legs of the ivc filter crosses into the infrarenal abdominal aorta. Several additional filter arms perforated through the ivc and likely adjacent to adjacent mesenteric structures. Redemonstrated of a fractured strut seen anterior to the abdominal aorta. Thrombus within the inferior vena cava caudal to the ivc filter."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Blank fields on this form indicate the information is unknown or unavailable, or unchanged.: patient code: thrombus (2101), listed in IFU vessel or plaque, device embedded in (1204), listed in IFU vessels, perforation of (2135), listed in IFU; device code: unintended movement (3026) [device tilt], listed in IFU migration or expulsion of device (1395), listed in IFU appropriate term/code not available (3191) [device perforation], not listed in IFU; name and address for importer site: (B)(6). Registration no.: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided as follows: the patient allegedly received the celect inferior vena cava (ivc) filter on (B)(6) 2010 due to acute deep vein thrombosis (dvt). Approximately eleven years and nine months later, the patient underwent a complex filter retrieval procedure with bilateral iliocaval recanalization, transjugular bilateral iliac vein lysis and catheter placement due to dvt and request for filter removal. Patient is alleging device migration/tilt/fracture, vena cava perforation with embedment and penetration of struts, blood clots, dvt, pulmonary embolism (pe), and occlusion. Patient notes and further alleges experiencing leg swelling, chest pains, filter fracture with struts remaining after filter retrieval. Per a report from computed tomography (CT): "impression: 1. Increased burden of thrombus with corresponding expansion of the deep venous system on the right including the upper deep femoral vein, superficial femoral vein, and external iliac vein". "4. Chronic changes of the ivc filter as reported above with one of the arms extending into the infrarenal abdominal aorta immediately cephalad to the aortic bifurcation and a separate attached arm immediately adjacent to or within the wall of a loop of small bowel". Per a report from venogram: "[patient] with history of a chronic ivc filter with limb fracture and migration as well as ivc stenosis/occlusion". "Impression: 1. Extensive, occlusive thrombus throughout the right lower extremity extending from the external iliac vein through popliteal vein, with minimal venous inflow or outflow. Chronic occlusion of the right common iliac vein. 2. Right right [sic] pelvic and lower extremity thrombus burden with significantly reduced following pharmacological thrombolysis and suction thrombectomy. 3. Balloon angioplasty was used to treat the chronically occluded right common iliac vein, with restoration of some outflow via collaterals and the severely stenotic ivc. 4. Recommend continued anticoagulation". Per the retrieval report (successful): "history of malpositioned, fractured ivc filter with penetration through the aorta". "Through the sheath, using a modified balloon-assisted loop snare technique, the filter was mobilized and successfully retrieved, leaving behind multiple previously fractured segments in the retroperitoneum. Post-retrieval venogram was then performed, demonstrating no significant extravasation, but development of significant post-retrieval inferior vena caval thrombosis". " findings/impression: bilateral chronic iliocaval thrombosis upstream of a chronically occluded, malpositioned ivc filter with struts penetrating through the aorta. There was successful iliocaval venous recanalization followed by complex ivc filter retrieval, iliocaval thrombectomy and transjugular lysis catheter placement. The patient will return tomorrow for lysis check, iliac venous stenting and attempted bilateral lower extremity venous thrombectomy". Per the report from CT: "impression: status post complex ivc filter removal and iliocaval reconstruction, demonstrating narrowing of the previously thrombosed infrarenal ivc containing bilateral iliocaval venous kissing stents. There is compression of the left iliac stent by the right iliac stent in the small caliber ivc segment. Minimal venous flow within the stents likely arises from drainage of the internal iliac veins into the ivc. Re-thromboses of the stents is likely due to a combination of poor venous outflow and shunting of in flow through multiple abdominal wall collaterals".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism (pe), (pieces retained), aorta perforation, deep vein thrombosis (dvt)/stenosis, complex retrieval, chest pain, leg swelling. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. The additional information regarding pieces retained, does not change the previous investigation results for fracture. The additional information regarding aorta perforation does not change the previous investigation results for vena cava/organ perforation/embedment. The additional information regarding deep vein thrombosis (dvt)/stenosis does not change the previous investigation results for occlusion. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported chest pain and leg swelling are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.